Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the right chest wall using the powerport m.r.I. Isp via right jugular vein. Post the procedure on (B)(6) 2024, it was noted that the patient had skin bulging. It was further reported that the chest x-ray was performed, which revealed a suspected catheter fracture. Upon the successful removal of port on (B)(6) 2024, a fracture was confirmed at the subclavian site. The current status of the patient is unknown.